Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the end of the tube bubbled and then broke off.

Manufacturer narrative:
One device without the original packaging was received for investigation. The device was inspected, and the reported condition was confirmed. A balloon shape was observed near the tip of the device where the break occurred. A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Based on all available information, no conditions were found that could trigger the reported condition. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. All information received will be used for further tracking and trending purposes.